Manufacturer narrative:
Additional information: the field event of intermittent capture could not be confirmed. Output monitoring and capture tests found no output or sensing anomalies. Evaluation of the device header found no defect that could contribute to the complaint of intermittent capture. Further testing determined the device was still above the elective replacement indicator (eri) and exhibited normal characteristics. The cause of the reported event remains unknown.

Event description:
During follow-up, unstable capture threshold was observed on the right ventricular (rv) channel of the device. The rv lead was replaced but the issue persisted. The device was subsequently explanted and replaced to resolve the issue and the patient was stable.